Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), a 3 millimeter imprecision was observed as the surgeon progressed into the anatomy. It was noted that the imprecision carried across all instruments and that registration passed. It was reported that the tip of the patient's nose was missing from the archive. Two additional registrations were performed without resolution. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.